Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the asymptomatic patient presented for a device upgrade procedure. Upon interrogation, the right atrial lead exhibited oversensing of noise. It was also noted that there was an insulation anomaly. The lead was capped and replaced on (B)(6)2020. There were no patient consequences.